Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during priming with bd nano¿ 2nd gen pen needles insulin did not flow. The following information was provided by the initial reporter: bd nano 2nd gen pen needles 4 mm - he said lately about 10% of the time , the insulin does not come out when he is testing it.

Event description:
It was reported that during priming with bd nano¿ 2nd gen pen needles insulin did not flow. The following information was provided by the initial reporter: bd nano 2nd gen pen needles 4 mm - he said lately about 10% of the time , the insulin does not come out when he is testing it.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.